Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philip healthcare that the heartstart mrx's "battery turns off on its own after a few seconds". There was no pt involvement.